Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. 5000 units of heparin were given during the procedure. After several partial recaptures of the wds, criteria were met and the closure device was released in the laa of the patient. Immediately after release, an effusion was noted on sweep. The patient was tapped and 550ml of blood was auto transfused. The patient was transferred to the intensive care unit to be monitored for the night. The patient was moved to the floor the following morning and was monitored until that evening. The patient fully recovered and was discharged home that night.